Event description:
The article "tricuspid valve transcatheter edge-to-edge repair (triclip): initial outcomes and experience in türkiye" was reviewed. The article presented a prospective multi center study, to evaluate the efficacy and safety of tricuspid valve (tv) transcatheter edge-to-edge repair (teer) procedures using the mitraclip or triclip device in high-risk patients with severe secondary tricuspid regurgitation (tr) and provide turkish-specific data on procedural outcomes and clinical follow-up. Devices mentioned include mitraclip and triclip. The article concluded that the initial data from türkiye corroborates findings from international studies, demonstrating the efficacy and safety of triclip alongside the mitraclip device in achieving significant reductions in tr severity and improving patient outcomes. [The primary author and corresponding author was fuat polat at dr. Siyami ersek thoracic and cardiovascular surgery training and research hospital, istanbul, türkiye with corresponding email fuatpolatsfl@gmail.com. The time frame of the study was march 2021 to december 2023. A total of 42 patients were included in this study, of which 100% received an abbott device. Comorbidities included heart failure, pretibial edema, ascites, heart failure medication, implantable cardioverter-defibrillator, cardiac resynchronization therapy, hypertension, diabetes, coronary artery disease, chronic renal failure, atrial fibrillation, anemia, functional tricuspid regurgitation, and mixed tricuspid regurgitation. Peri and post procedural complications include: death, hospitalization, renal failure, heart failure, and arrhythmia.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information from the article, the cause of the cause of death, heart failure, renal failure, and arrhythmia were unable to be determined. The reported patient effects of death, heart failure, renal failure, and arrhythmia as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "tricuspid valve transcatheter edge-to-edge repair (triclip): initial outcomes and experience in türkiye". The additional patient effect of death reported in the article is captured under a separate medwatch report.